Event description:
The hospital reported that after approxiamtely an hour and fifteen minutes they noted noise coming from the pump. The device was changed out in approximately 70 seconds with less than 1 cc of blood loss and no reported affect to the patient.